Event description:
It was reported that a skin reaction occurred. The sensor was inserted into the abdomen. On approximately (B)(6) 2025, the patient experienced blisters, itching, and rash, under entire patch area, which occurred an unknown number of days after the sensor had been inserted in the abdomen. The skin reaction was treated with a prescription of an unknown oral medication. Skin barriers were also applied. No product or data was provided for investigation. Problem could not be confirmed and probable cause cannot be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).